Event description:
During ivtm therapy, the thermogard ivtm system (sn (B)(4) could not get stable temperature values despite using a new temperature probe cable. Treatment was discontinued. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "the thermogard ivtm system (sn (B)(4) could not get stable temperature values despite using a new temperature probe cable" was confirmed during functional testing. The root cause of the reported issue was the loose contact of temperature input and a defective temperature probe cable, which resulted in an inaccurate reading of the temperature values on the thermogard ivtm system. Upon visual inspection, the raceway lid was loose and air filter was full of dust were observed, unrelated to the reported complaint. The raceway lid was tighten and the air filter was replaced to address these observed issues. During functional testing, the thermogard ivtm system temperature values were not constant and was jumping from high to low, thus confirming the reported complaint. The root cause of the reported issue was the loose contact of temperature input and a defective temperature probe cable. The temperature probe cable and t1/t2 block (rj45 connector) were replaced to address the reported issue. Following service, the thermogard console passed all functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).